Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 16, with no events occurring prior to the issue and no backup insulin therapy in place. There was no adverse impact to the customer's blood glucose level. Customer was advised that pump would be replaced under warranty, was instructed to place pump in storage mode and return it to tandem within 10 days using provided shipping materials, and was informed that a replacement pump with different software would be sent along with instructions to reprogram pump settings and reconnect cgm; technical support confirmed shipping details, coordinated return merchandise authorization, and planned follow-up to ensure correct address and timely delivery.